Manufacturer narrative:
(B)(4). G2: foreign - event occurred in south africa. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the trial components were becoming brittle and worn. There were no consequences or impact to the patient. Attempts have been made, and no further information has been provided.